Manufacturer narrative:
E1 phone: ext (B)(6). No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was constant flow no cycling. The event occurred before infusion. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation in used condition. The customer's complaint was confirmed during cycle check testing. No action was taken to repair the device due to part supply shortages. The device is now on hold due and therefore was not tested further. The probable cause of customer complaint was a defective input manifold assembly.